Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7xb blade was not retracting properly and the outer tube separated from the bisector tip. A second vasoview 7xb was opened and the bisector shaft broke at the handle end. A third device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the devices in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. Lot history record review were completed for the reported product lot numbers. There were no nonconformances recorded in the lot histories. (B)(4).